Manufacturer narrative:
(B)(4). Eval, results: eval of the returned product shows that the zipper slider body is open on the left side window perimeter guard. (B)(4).

Event description:
The customer reported that the left side panel of the canopy has a 1 inch tear in the netting. There was no pt incident or injury reported. Inspection of the returned product found that the left side perimeter guard has a zipper slider body open.